Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow up report. (B)(4). The field service technician replaced analog board to correct the issue.

Event description:
The customer reported the model ltv (lap top ventilator) 1150 ventilator was sent in due to display volume fluctuations. There is no patient involvement associated with this issue.